Manufacturer narrative:
The device was not returned for evaluation. Production record review could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A query of the complaint handling database could not be conducted because the lot number was not provided. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. A conclusive cause for the reported event could not be determined; however the patient effect and treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery with two prostyle devices using the pre-close technique via a 6fr sheath hole prior to an interventional emergency infrarenal endovascular repair (evar) for threatened abdominal aortic aneurysm (aaa) procedure. Reportedly, after depressing and removing the plunger there was no indication of needle engagement for both devices. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18fr and the interventional procedure was completed. The sutures of the two successfully pre-placed prostyles did not achieve adequate hemostasis as more bleeding was noted. Therefore hemostasis was achieved with a non-abbott device and manual compression. There was no adverse events at the time of the procedure; however the patient subsequently had a right iliac occlusion. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.